Event description:
A nurse reported that probe stopped cutting and had poor aspiration during vitrectomy surgery. The procedure was completed on the same day. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. No technical inquiries were received from the customer. Four opened probes with tip protectors in pouches were received for the report. Sample 1 was not within the reported pak lot number reported based on radio frequency identification (rfid) tag identification; therefore, no sample evaluation was performed. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation, conforming for aspiration, and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at the bend area, cutting edge and several other locations on the inner cutter. Sample 3 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation, nonconforming for aspiration, and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos gouge marks at the bend area, cutting edge and several other locations on the inner cutter the sample was tested with a syringe and resistance was felt. A wire enters the aspiration path but does not go through. The sample was retested with a syringe, and resistance was felt. Solid material blocking the aspiration path. Sample 4 was not within the reported pak lot number reported based on rfid tag identification; therefore, no sample evaluation was performed. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 1 and 4: based on the evaluation of the information and materials received (the reported product and lot was not received), the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 2: the complaint evaluation does not confirm the probe had an aspiration failure but confirms that probe had a cut failure. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu) the vitrectomy probe is verified for twenty (20) minutes of use at maximum cut speed. Sample 3: the complaint evaluation confirms the probe had an aspiration failure and a cut failure. The root cause for the aspiration failure could not be determined as solid material was blocking the aspiration path. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as sample 1 and 4, the returned sample lot number was not within the reported pak lot number based on rfid tag identification; therefore, specific actions with regard to this complaint cannot be taken. The reported aspiration failure was confirmed, and the exact root cause could not be determined for sample 3. The observed cut failures for sample 2 and 3 were due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).